Manufacturer narrative:
Pt info: unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -14.0/2.0/102 (sphere/cylinder/axis), implantable collamer lens from the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2023 due to excessive vault . A shorter length lens was implanted on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, as expected eye is well and iop is stable with lower vault.